Event description:
Twenty percent of patients had severe side effects/complications with sacral nerve stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).